Event description:
The user reported the device remained in standby mode and did not power up as expected. As a result, an alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.